Event description:
It was reported that during testing at the MFR, the device overheated. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device was received by the MFR for eval. During the course of testing, after cutting wood, the device failed the maximum temperature rise.